Event description:
It was reported that the foley catheter was not inflating. They needed replacement of several boxes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted 60 unopened (with original packaging), used silicone foley. Visual inspection of the sample noted no defects. Using the syringe provided in the tray, 10cc of sterile water was injected into the foley catheter with ease and the balloon inflated as intended. Passively deflated in less than 5 seconds. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was not inflating. They needed replacement of several boxes per notification from ucc on 15nov2023. There were no defects to took pictures of. They were all unopened/unused trays and used the syringe provided in the tray and all catheters inflated and deflated as intended.